Event description:
As reported, during the transabdominal preperitoneal (tapp) procedure, the first fastener did not come out properly and the mesh was not secured. It was also reported that the two fasteners came out overlapping each other and it seemed that the grip feeling was also bad when the surgeon tried to use the capsure fixation device (device #1). Another device (device #2) was opened, and the same deployment issues occurred. The procedure was completed using another lot of the capsure device. There was no patient injury.

Manufacturer narrative:
As reported, the capsure failed to deploy the two fasteners came out overlapping each other. The subject device was returned along with two loose fasteners and two fasteners deployed into each other. Functional evaluation of the returned sample finds that the device functioned as intended during simulated use testing. A definitive root cause as to why the device had deployment issues in use could not be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device, state, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." This MDR represents the capsure (device #1). Additional MDR was submitted to represent the capsure (device #2). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.